Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿mains lead was damaged on this particular device with exposed copper wires as the mains plug was not attached.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, it was discovered that the unit had a valve manifold and main cord issue and copper wires are exposed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.